Event description:
It was reported that a clinical study, a4010 dbs vercise registry, patient underwent a lead extension revision for an unknown reason.

Event description:
It was reported that a clinical study, a4010 dbs vercise registry, patient underwent a lead extension revision as it was off target. Additional information was received that the left lead was out of the intended target area. The decision to replace the lead was not due to a device issue but rather to ensure sterility of the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).